Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced intermittent stimulation after walking though a metal detector. Additionally, the pt reported the stimulation intensity appears to diminish at times to the point she does not feel any stimulation at all. X-rays did not reveal any anomalies. Follow-up identified the ipg shut off randomly during a programming session. Subsequently, the pt's ipg was explanted and replaced and the patient is receiving effective stimulation post-operative.